Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic with multiple episodes of non-sustained rv oversensing. Review of the episodes revealed loss of capture. Programming changes were made. The patient was asymptomatic at the time of the interrogation and the patient was still doing fine.